Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vena cava filter, the last two legs remained inside the introducer sheath as the filter was partially deployed, however, with additional manipulation the filter tilted upon deployment. There is no reported patient injury.